Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Patient went to hospital closer to home and was not seen in a timely fashion. [Surgeon] has not attributed death to the stapler malfunction. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that post op of an open gastric bypass procedure, post op (B)(6), the patient had a gastrojejunostomy leak. An upper (gi) gastrointestinal scope was performed that determined the leak. The patient was admitted back into the hospital for treatment. The patient later expired. During the original date of surgery, a leak test was performed and there were no leaks. The age and gender of the patient are unknown. The devices were discarded.